Event description:
It was reported that remote transmissions were sent due to patient shortness of breath, dizziness, near-syncope, and feeling like their implanted device was jumping. It was noted that the right ventricular (rv) lead exhibited a drop in r-waves, variable and increased thresholds, with possible loss of capture. The left ventricular (lv) lead exhibited variable and high thresholds with possible loss of capture. A nurse reviewing telemetry of the cardiac resynchronization therapy pacemaker (crt-p) had advised that the device was "not doing anything". The leads and device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported via follow-up with the clinic that the rv lead experienced micro-dislodgement which was due to twiddler's syndrome. The rv lead was revised.